Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit has a leak. There was no patient harm or injury reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. However, the fse was able to verify the reported issue in the iabp¿s diagnostic error log and suspected that the catheter was the cause of the reported "leak" on the display. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit has a leak. There was no patient involvement.